Manufacturer narrative:
Follow up report 001 complaint# (B)(4). The affected part was returned for evaluation. Failure confirmed: yes. Investigation result code: seattle: wear and tear. Closure rationale: complaint verified, being tracked as a trend. Complaint will be included in trending data for further review.

Event description:
Algo 5 cart column with wiring - when installing the panel pc technical found that he wiggles the cord going into the panel pc power supply it creates somewhat of a spark. No injuries.

Event description:
Algo 5 cart column with wiring - when installing the panel pc technical found that he wiggles the cord going into the panel pc power supply it creates somewhat of a spark. No injuries.

Manufacturer narrative:
Initial report complaint# (B)(4). The customer was shipped a replacement algo 5 cart column with wiring. There are no CAPA's related to this issue. This complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per (B)(4) algo 5 risk analysis hazard ID. 2.4, severity 13-negligible, risk level medium. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed per (B)(4), complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. (B)(4) was suspected to be related to this case. Tracking number confirms that the allegedly defective algo 5 cart column was received for investigation at the bothell facility. Awaiting investigation results.